Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated sterile adaptor and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that when the surgeon moved the universal surgical manipulator (usm) towards the left the usm moved right. Prior to calling the user power cycled the system and replaced the instrument with no change. No errors were reported on usm1 or usm4. No related errors in the logs. The tse walked the customer through reseating the sterile adapter on usm2 and reported that the problem did not persist. The procedure was completed with no reported injury.